Event description:
It was reported that on (B)(6) 2025, a 10 mm amplatzer septal occluder was chosen for implant using 8f amplatzter trevisio delivery system. During the procedure, while implanting, the occluder took a non-conforming shape resembling a cobra head. The physician selected a different 10 mm amplatzer septal occluder, and this device also deformed into a cobra head during implant. Both the deformed devices were not released from the delivery cable while inside the patient. There was no angulation or kink noticed in the delivery system during the procedure. The procedure was completed using a new 12 mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. One photo was received from the field showing a cobra-like deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received and without a returned device, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.